Manufacturer narrative:
Based on our investigation, production processes were properly followed. The registration of the intra-oral scan to the patient scan was acceptable, and no issues were found during the guide's quality analysis. Additionally, the returned guide seated well on the dental model and was easily placed and removed. The fit issue may have been caused by a change in patient morphology due to multiple extractions and tissue flaps, and/or an inaccurate intra-oral scan which would have been difficult to detect due to the poor quality of the patient scan provided by the doctor. Sg006 anatomage guide technical datasheet (rev I) is shipped with every guide and instructs doctors to not use the guide if significant seating issues persist.

Event description:
The doctor stated that the surgical guide was too tight and did not seat. He had tissue flapped the patient and no implants were placed. The surgery was aborted and the affected sites were grafted.